Manufacturer narrative:
The insulin pump was received with a detached end cap, minor scratched display window and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted. The insulin pump passed the idle current test and run current test. Unable to perform self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test due to detached end cap. (B)(4).

Event description:
It was reported via phone call that there is physical damage to the insulin pump; the drive support cap was loose and the end cap was sticking out. The customer held the pieces together with a rubber band. The patient's blood glucose at the time of incident was 175 mg/dl. The insulin pump was returned for analysis.